Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and manufacturers were referenced in the article, but with no manufacturer device/product failure correlation/serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately(B)(6) years old. Possible models could include 6881, 6884, 6894, 6932, 6933, 6936, 6937, 6940, 6942, 6943, 6945, 6963, and 6966. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿prevalence and significance of lead-related thrombi in patients with implantable cardioverter defibrillators.¿ the american journal of cardiology vol. 91: pages 88-90. January 1, 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article reports that there were patient deaths after ICD/leads implantation and before the transesophageal echocardiography (tee) could be performed. There were also multiple reports of ¿lead-related thrombi.¿ there was one patient who developed a ¿symptomatic pulmonary embolism.¿ the status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the physician/author. The author stated that the patient deaths were not related to this manufacturer's products. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.